Event description:
It was reported a synchronization problem was seen between the touch-sensitive pen of the screen and the mouse cursor. Calibration was performed but the problem could not be solved. It was also reported the printer of the device was not working properly. It did not print when the print button was pressed. It was noted the printer does print while pressing to the printer cap. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported synchronization issue; there was a small deviation between the stylus and the pointer on the screen and calibration of the stylus did not solve the problem. The touch screen was found out of specification. Analysis also confirmed the reported printer issue; a message appeared that the printer was not ready due to a defective printer.